Manufacturer narrative:
B3. Date of event: a range of november 2024 to january 2025 was provided by the customer, but the exact date is unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was a downstream occlusion on the first bolus. There is patient involvement. The events occurred from (B)(6) 2024 to (B)(6) 2025. There was patient involvement, and no patient harm/adverse event reported.